Manufacturer narrative:
(B)(4). The pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a cracked retainer. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.